Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory.

Event description:
Customer reported that on (B)(6) 2013 at 1:10 am he received a reading of 180 mg/dl from his adc blood glucose meter, which he believed was higher than it should be, because he is normally at 140 mg/dl. Customer further reported he self-administered insulin based upon the reading, noting he injected 40 units of lantus insulin. Later, at 4:05 am, while the customer was sleeping, customer's girlfriend noticed he "was in a trance and his body was shaking". Paramedics were called and upon arrival received a reading of 33 mg/dl. Customer was treated on the scene with an intravenous infusion of "saline", in addition to being given orange juice to drink. It was also reported the paramedics "checked (his) heart, because (he) has a defibrillator". Customer was advised to go to a hospital, but he declined. There was no report of death or permanent injury associated with this event.